Event description:
The customer stated that the celldyn 1700 analyzer generated a wbc result of 64,000/ul whereas coulter results were 37,800/ul. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
No patient data was submitted for the sample in question. The customer reported that the celldyn 1700 analyzer was generating "flow err" messages. The customer stated that the issue was resolved by massaging and reseating the tubing in the normally closed valve; the tubing was slightly crimped. Customer complaint data was reviewed and no adverse trends were identified. The cell dyn 1700 operators manual was reviewed and was found to adequately address the issue. The manual states that the "flow err" message can be caused by the normally closed valve tubing being pinched or not seated properly. The investigation did not identify a malfunction/deficiency.